Event description:
Reporter alleged the expiration date on the test strip vial is aprtially rubbed off but indicated a usable date however the MFR's inventory system indicated the test strips were expired. It was reported the test strip vial date was 2006 while the inventory system date indicated expiration in 2004. No actions were taken and no treatment was received as a result. A request has been made for the return of the suspect device and replacement product was sent.